Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm12080 vascular stent graft allegedly experienced a break. This information was received from a single source. The malfunction did not report any patient contact. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified in d2. H10: the lot number for the malfunction was provided and a lot history review will be performed. The sample was not returned for evaluation. Therefore the investigation is inconclusive for the reported break issue. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g4. H11: h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device belonging to the malfunction is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm12080 vascular stent graft allegedly experienced a break. This information was received from a single source. The malfunction did not report any patient contact. The patient¿s age, weight, and sex were not provided.